Manufacturer narrative:
E1 - initial reporter establishment name (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic sphincterotomy (est) procedure, the cutting wire of the subject device broke when electric current was applied. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the additional information received for final investigation. Updated fields: d4, h4, h6, h11. Based on the results of the investigation, the device was returned, and olympus confirmed the reported event discovering the coated portion of the cutting wire being torn, and the broken portion was scorched and melted, however, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.